Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that the precision valve belt was loose. The fse replaced the precision valve and then performed a pm (preventative maintenance) on the analyzer. The fse verified the instrument via system check and qc (quality controls). All verification testing passed within instrument and assay specifications. In conclusion, this event is indicative of a hardware malfunction. However, no sole contributing hardware component could be identified.

Event description:
The customer reported obtaining an elevated intact parathyroid hormone (access pth) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The patient's sample was reanalyzed and a lower access pth result, within the assay's normal reference range was obtained. The customer stated that the initial, elevated access pth result was not released from the laboratory, therefore, there was no change to or impact to patient care. System performance indicators such as quality controls (qc) and calibrations were performing within the instrument's and assay's specifications at the time of the event. Several system checks after the event failed to pass the precision parameter. Per the direction of the customer technical support (cts) representative, the customer cleaned the precision valve. Repeat analysis of the system check produced passing results. The customer then performed a precision study using the low level access pth qc which failed to meet assay specifications. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a serum tube with a gel separator. The sample was then centrifuged for five (5) minutes at an unknown speed at room temperature. There were no reports of sample integrity issues in conjunction with this event. A field service engineer (fse) was dispatched to assess instrument performance.